Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was less responsive and due the worn/damaged housing, the cartridge was difficult to load. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot.